Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-09306. It was reported that the nose cone was fractured. The target lesion was located in the left anterior descending artery. A non bsc guide wire was placed and an attempt was made to advance a 2.0x15mm nc emerge balloon catheter over the wire however resistance was encountered. The balloon catheter was pulled however it was noted that the nose cone was fractured. Another 2.00mm x 12mm nc emerge was selected however the same thing happened. Both balloon catheters never went inside the patient's body. The non bsc guide wire was removed and a choice floppy wire was placed and the procedure was completed using another bsc balloon catheter. No patient complications were reported.